Event description:
During the implant procedure, no threshold or impedance was observed on the atrial channel. The stylet became stuck when trying to explant the lead. The lead was explanted and successfully replaced. The patient was in stable condition.